Event description:
My daughter is a type 1 diabetic. We've recently been having a lot of trouble with the dexcom reading inaccurate but sunday nights was by far the worst. I got a notification that my daughter was at 60 going down and I went to check on her and do a finger stick bc she said she didn't feel low and she was at 330 going up. If I hadn't checked her blood sugar by finger stick and had given her juice this very well could have sent her into dka. We calibrated and checked by finger stick for a full 24 hours and we could never get it to work correctly so we switched to a new dexcom. The very same thing happened with that one. Readings all over the place, some over 200 points off from the actual finger stick so we had to change again. We went through 3 dexcoms in 3 days. This is completely unacceptable. Pt code: 4582. Device codes: 2460, 2459. Ref reports: mw5185730, mw5185731.